Manufacturer narrative:
The complaint device was received and evaluated. The defect has not been verified and the unit passed all testing. Performed service & repair functions as per (B)(4). Nothing noted in service history review that could have contributed to the complaint. Attached box label, electrical safety, pictures, customer letter, and service report form. Could not duplicate the customer's complaint of 124 & 126 errors. Multiple attempts to duplicate the complaint were made, and no problems were found. The unit passes all functional and diagnostic testing and is fully operational. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this device¿s serial number. At this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Blind return received at ethicon. Intermittently, we are getting error 124 & 126 ¿ did the issue occur doing surgery? Yes. ¿ if the issue occurred during surgery-was there a surgical delay or any patient harm. Surgery got delayed. Sent e-mail to get details on how long was the delay. Response from affiliate on 8-4-17: around 45 min delay.